Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the conclusion of analysis, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.   A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator did not pace well, though sensing was noted to be reliable. The leads were replaced and the connections checked. When the generator was replaced the situation was resolved entirely. The generator has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was not able to confirm the stated reason for return that the generator sensed unreliably. The sensing function was checked on both the atrial and ventricular channels with the testing system on several settings and there were no observations. The generator passed its incoming testing on the test console and passed its self test. Additionally the ventricular channel was checked during 10 checks and again there were no observations. The device passed all tests with no visual or electrical anomalies. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.